Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the patient is being treated daily with 20mg of singulair.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypersensitivity (allergic reaction), is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6), 2011, a xience v stent was implanted in the right coronary artery for treatment of st segment elevation myocardial infarction. The patient has experienced some skin irritation from jewelry that was not experienced prior to stent implantation. An allergy patch test will be performed. No additional information has been provided.